Event description:
Pt admitted with fever, chills, and the wound appeared to break open with a lot of drainage. The exposed implant was removed. The pt tolerated the procedure well. A new implant will be considered at a later date.